Manufacturer narrative:
An event of hypoxia and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported hypoxia could not be conclusively determined. The reported death appears to be related to hypoxia and patient's comorbidities. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was implanted using a large flexnav delivery system and a large flexnav loading system. The patient was symptomatic prior to the procedure. No implant complications were reported and the valve had mild-discreet aortic insufficiency. No intervention was performed for the mild-discreet aortic insufficiency. The patient remained hemodynamically stable throughout the procedure and was reported as stable immediately post-implant. The patient was intubated for recovery. On (B)(6) 2024, the patient passed away. The cause of death is unknown, but is suspected to be hypoxia/related to patient's comorbidities. The physician "did not report it was due to the valve, but did not give any great narratives about the case."